Event description:
It was reported that within days after the implant of the right ventricular (rv) lead, the lead had no capture due to a dislodgment. The rv lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic depression and was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.